Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The caller stated that the customer had abdominal pain and throw up dark, possible blood. The father stated that the customer was unable to control his glucose level and fell down. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.